Manufacturer narrative:
The device location was not provided, and it is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported this was a bilateral arteriotomy closure in the right common femoral artery (rcfa) and left common femoral artery (lcfa) during a transcatheter aortic valve replacement (tavi) procedure. The sutures of a proglide device were pre-placed in the rcfa via a 4f sheath. The sheath was upsized to 14f sheath. Reportedly, the 14f sheath was removed in the rcfa and the "proglide snapped and didn't catch." A non-abbott was deployed with ultrasound guidance, but the footplate was stuck in the backwall and collagen was deployed partially in the vessel. The left femoral artery was accessed via a 6f sheath and angiogram showed a near total right common femoral artery occlusion. A 10mmx5cm stent was deployed into common femoral artery covering the non-abbott device closure. Post-dilation with a 6mm balloon and observed with ultrasound flow in the superficial artery, profunda femoral artery and dorsalis pedis artery. It was further noted that the left femoral artery (lcfa) was closed with a proglide device. There was extended hospitalization as a result of the non-abbott device on the rcfa. The following day general oozing was observed on the rcfa and manual pressure was applied and redressed three times. Later in the morning still oozing and thirty minutes of manual compression was applied; however, oozing continued. A non-abbott device was applied and reduced overnight. General oozing also observed at lcfa access site (where the proglide suture was used). A non-abbott device and manual compression was applied. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. Reportedly, a 4f sheath was used. The electronic proglide instructions for use (IFU) states: the perclose proglide suture mediated closure system is indicated for the percutaneous delivery of suture for closing the common femoral artery and vein access site of patients who have undergone diagnostic or interventional catherization procedures using 5f to 21f sheaths. The IFU deviation would not have contributed to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Patient ID (B)(6).